Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy.  The peritonitis was manifested as heavy cramps, sore stomach, and cloudy drain fluid. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized and began treatment with cephazolin (1 gram powder mixed with sterile water injection given every day) for the peritonitis. The patient was discharged from the hospital. The cephazolin treatment was stopped on an unspecified date. The patient experienced a second occurrence of peritonitis within two weeks of the end of the cephazolin treatment. On the same date, the patient was hospitalized and resumed treatment with cephazolin (1 gram powder mixed with sterile water injection given every day). The patient was discharged from the hospital three days later. At the time of the report, the cephazolin treatment was ongoing and the patient was recovering from the peritonitis. Apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis first occurred on an unspecified date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal and extraneal therapies were discontinued. The patient's peritoneal dialysis (pd) catheter was removed on an unreported date and the patient was placed on hemodialysis. It was reported that the patient had a pd catheter infection from (B)(6) 2014. At the time of this report, it was reported that the patient was not recovered from the catheter infection. Should additional relevant information become available, a supplemental report will be submitted.